Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that during a follow up loss of capture as well as high thresholds were noted on the right atrial lead. The device better estimated < 6 months remaining. The high outputs were a result limited battery longevity remaining, premature battery depletion was alleged. The device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.